Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had issues with the high and low blood glucose value. Customer's blood glucose values were 61mg/dl. Customer drank (B)(6) and blood glucose value went up to 572mg/dl. Customer took shot. Customer declined to troubleshoot for high and low blood glucose values. Insulin pump will not be returned fro analysis.